Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient attempted to use 3 infusion set without removing the needle guard on (B)(6) 2024. The patient replaced infusion set and resumed insulin successfully no further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 3 of 3.